Manufacturer narrative:
Physio-control evaluated the device and observed the illuminated service icon and the "call service" display. Physio replaced the main pcb assembly and then observed proper operation through functional and performance testing. The device was returned to the customer for use.

Event description:
Found during testing . The customer reported that the device's service wrench icon is illuminated and a "call service" message shows in the display.